Event description:
It was reported that the patient noticed a hard abnormal skin welt just above the pocket. During a pocket revision, it was noted that the lead had slipped, twisted to make a knot and was pressing upwards on the skin. Significant electrocautery was used to free the lead. It was suspected that the twisted condition resulted from a mammogram screening.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.